Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male suffering from cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced low purge pressures resulting in a purge system open alarm during patient support. During troubleshooting, it was identified that the cause for the noted issues was a fluid leak in the purge system. A purge bypass was completed twice before the issue resolved. There was no patient harm.

Manufacturer narrative:
The root cause of the purge leak ¿ pump could not be determined as insufficient clinical details were provided.